Event description:
It was reported that the pt fell two months ago fx of distal femur. Components were loose with an abundant amount of metallosis. Stem and offset adaptor were loose from femoral component.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.